Event description:
It was reported that in a renasys tch device&power sply, the power entry cable was defective, so the device cannot operate on battery, and was not able to recharge it. No patient harmed, and no injury reported because this was found during service and repair. Reason for report selected: failure to charge.

Event description:
It was reported that the device case is cracked. Additionally, the device was found unable to operate on battery, and was not able to recharge it. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.